Event description:
It was reported that there was a separation between the main body and female connector of the minicap transfer set; further described as "the navy blue portion appeared to be coming undone from light blue transfer set." This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent bond. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.